Event description:
It was reported that the video system center exhibited a defect where the image was initially present but later became defective. When the camera was inserted and made contact, the image was lost. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additionally reported by the customer that the intended procedure was a cystoscopy (bladder tumor), which was completed with another similar device. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable malfunction was confirmed during the evaluation. It is presumed that the reported phenomenon was caused by bent pins inside the receptacle board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.